Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue of flickering image was unable to be confirmed. The subject device was returned to an olympus repair center for evaluation. The device evaluation found the image was pink due to defective video cable. It was also found that the fiber bonding in the outer tube area (distal end) was damaged the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope¿s image flickered. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device had a purple image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The following field was corrected based on information available at the time of the initial submission: g2 field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a defective cable cause the image to be purple. The cable can be damaged by the following: cable pins of output distribution unit (odu) connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. Manufacturing jig not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. Soldering process is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Olympus will continue to monitor field performance for this device.